Event description:
Dilapan laminaria inserted 2/19/92. Upon removal of laminaria from cervix on 2/20/92, laminaria broke into multiple pieces. According tophysician, all pieces were removed. Pieces were not saved. Packaging had been discarded the previous day, so that lot # serial # could not be identified. Physician visually inspected the pieces to determine that all pieces were retreiveddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. The device was destroyed/disposed of.